Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for either alb2 albumin gen.2 (alb2) or ca2 calcium gen.2 (ca2) on a cobas 8000 c 702 module. Patient 1 initial calcium result was 1.92 mmol/l. The repeat results were 2.50 mmol/l and 2.49 mmol/l. On (B)(6) 2022 patient 2 initial alb2 result was 68 g/l. The repeat results were 45 g/l and 46 g/l. It is not known if the questionable results were reported outside of the laboratory. The alb2 reagent lot number was 663676. The expiration date was not provided. The ca2 reagent lot number was 645909. The expiration date was not provided.

Manufacturer narrative:
The field service engineer (fse) visited the customer site on 15-dec-2022 and identified dripping from a cell rinse head. A majority of the tubing was worn away causing air in the tubing system. The fse re-tubed the entire cell rinse head, replaced vacuum diaphragms, bleached a valve, and adjusted rinse levels. A precision check was performed on the affected assays and the results were within specification. The investigation determined the service maintenance actions resolved the issue.